Event description:
Fracture of broken zmr stem. Revising hosp will not release stem for review.

Manufacturer narrative:
(B) (4). Eval summary: no info is included regarding part numbers or lot numbers. No x-rays are included which would allow analysis of the level of proximal support. Parts are not included which would allow sem analysis to determine mechanical failure mode. No info is included outlining pertinent past medical history or sequence of events leading to fracture of the stem. There is insufficient info to determine root cause. Evaluation: no product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.